Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The patient stated that the tubing was detached from the site. Blood glucose was measured at 448 mg/dl, and symptoms included hyperglycemia. No further information available.